Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to this event. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. It is possible that the slda is related to procedural circumstances; however, this cannot be confirmed. The reported patient effects of worsening mitral regurgitation, dyspnea and worsening heart failure as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed since the implanted mitraclip detached from one mitral valve leaflet and remained attached to the other leaflet; mitral regurgitation increased. It was reported that on (B)(6) 2017, one mitraclip was implanted, reducing functional mitral regurgitation (mr) from grade 4 to 1. On (B)(6) 2018, during the 3-month follow-up and per echocardiogram, the clip had detached from the posterior leaflet and was only attached to the anterior leaflet (single leaflet device attachment-slda). A wide jet of mitral regurgitation, grade 4, was noted and the patient had heart failure ((B)(6) heart association 3 with dyspnea). There was no hospitalization and no treatment performed. A second mitraclip procedure is possible in the future. There was no additional information provided regarding this issue.